Event description:
Abbott diabetes care received a medwatch report which reported the following information: an alarm issue was reported with the abbott diabetes care (adc) device in use with unknown phone with unknown operating system version. The low and high glucose alarms did not sound "since app update" and customer was not alerted of changes in glucose level. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown so product information provided is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: an alarm issue was reported with the abbott diabetes care (adc) device in use with unknown phone with unknown operating system version. The low and high glucose alarms did not sound "since app update" and customer was not alerted of changes in glucose level. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The freestyle libre 2 app complaint was investigated and determined that there were no issues with the freestyle libre 2 app that would have led to the complaint. The user reported missing high and low glucose alarms. Attempted to replicate the user¿s complaint using similar configuration of iphone 13 mini (ios 17.0.3, 2.7.5.4061) and a samsung galaxy a52 (android 13, 2.7.5.7252) and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.